Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient implanted with plate and screws on (B)(6) 2010. A few months after the knee operation the screws broke. Hardware was explanted on (B)(6) 2010. Reportedly, the patient followed the instructions of the surgeon. This is report 1 of 1 - complaint # (B)(4) for 7 unknown locking screws.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Possible screw lengths for 7 unknown screws reported as: quantity of 3 - 38mm, quantity of 1 ¿ 40mm, quantity of 3 unknown screw length this report is for 7 unknown locking screws, part and lot numbers are unknown. Additional product - dzl. Investigation could not be completed, no conclusion could be drawn as devices were not returned and part and lot numbers were not provided. Placeholder.

Manufacturer narrative:
A review of device history records for manufacturing revealed no complaint related issues. (B)(4)

Event description:
This report is for 1 of 3 for (B)(4).

Manufacturer narrative:
Investigation coordinated by synthes europe. Report received indicates: based on the topography of the fracture surfaces, it can be concluded that the screws were subjected to moderate dynamic bending loads (one sided). Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects was found.